Event description:
When attempting to retract the balloon from the pt, the balloon became caught on the 8fr. Sheath causing a portion of the balloon, and the tip of the catheter to separate in the pt. All of the separated pieces of the device were retrieved from the pt. The age and gender of the pt are unk. The characteristics of the vessel and location of the target lesion are unk. The balloon was taken to full rate of burst pressure when inflated with an indeflator. There was no difficulty deflating the balloon. There was no reported injury to the pt. Please note that multiple attempts to acquire additional info have been made and have been unsuccessful.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional info will be submitted within 30 days of receipt.